Event description:
During a colonoscopy procedure, a boston scientific resolution clip was needed to clip an area where a polyp was biopsied. The endoscopy registered nurse (rn) unpackaged the clip and handed it to the physician provider to place in the scope. Upon inspection, the rn did not notice any defects with the hemoclip. Once the clip was brought to the area and the nurse was instructed by the physician to deploy the clip, it remained open and would not close. The physician could not get it through the channel and had to take the scope out and cut the end of the clip off to release. A second hemoclip was applied successfully. The patient was not harmed during the event in question and the procedure continued as expected. Manufacturer response for hemoclip, resolution 360 clip (per site reporter). The director of surgical services will be contacting the boston scientific associate territory rep. Regarding the failed hemoclip.